Event description:
The manufacturer received information alleging during the use of a cough assist device a pneumothorax occurred. There was no medical intervention reported. At this time, the device has not been returned to the manufacturer. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.